Manufacturer narrative:
Device is not returned so an actual device evaluation is not done. An evaluation is done based on historical records. Device manufacture date is not available. This supplemental report is being submitted to provide this information. Reported event for the device, which is used in urology, is reprocessed using a saniwipe and prolystica detergent and then covered in a sterile drape. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. There is no additional information available for this event.

Manufacturer narrative:
There is no additional information for this event as yet. In troubleshooting when the customer called to report this event, customer was provided more information on reprocessing and was pointed to the section in the reprocessing manual, as well as the manual being provided electronically. Customer was also informed that either high-level disinfectant needs to be used or device put in the sterilizing machine. The detergent can be used for the precleaning of the device and saniwipe should not be used. Aldahol can be used as a high-level disinfectant as it can be used at room temperature. The device is not returned and so an evaluation is not performed; as such, the particulars of the reprocessing of the device nor a definitive root cause of the reported issue cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device, which is used in urology, is reprocessed using a saniwipe and prolystica detergent and then covered in a sterile drape. The use of neither high-level disinfectant nor sterilization method was reported. There was no reported adverse impact to any patient.